Event description:
It was reported that the customer was hospitalized. It was stated that the infusion set came loose at the site and insulin was leaking and customer's father took the customer to the hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.